Event description:
It was reported that when interrogating the device before implant the remaining longevity indicator was grey. The device was not used and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID 694765 crdm defib lead, implanted: (B)(6) 2007. (B)(4).

Manufacturer narrative:
The device was received in sealed unopened package and analyzed. No anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.